Event description:
It was reported that blood had backed up from the 19 yo pt's port-a-cath intravenous solution container during a 1.5 hr trip to a dr's appointment. The pump running at 80 ml/hr. Approx 120 ml of blood may have been in the intravenous bag. The pump appeared to be running fine prior to the trip. An air alarm was responded to as the pt and wheelchair were loaded into the van to start the trip. When the pt arrived at the hosp for the appointment approx 1.5 hrs later, the pt was reported as pale and somewhat unresponsive. It was at this point that the blood in the intravenous tubing and solution container was first noticed. A "code" was called, however then the response arrived the pt had a good radial pulse and no intervention other than flushing the catheter with saline was given.